Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three silver coiled portions of metal') and pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Previously administered products included for an unreported indication: birth control pills and depo provera. Concomitant products included omeprazole (prilosec) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and dysmenorrhoea ("dysmenorrhea(cramping)") and underwent cholecystectomy ("surgery (other) type of surgery: gallbladder removal"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), 7 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), hypersensitivity ("hypersensitivity"), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), hypertension ("blood or heart disorder/condition type: hypertension"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, female sexual dysfunction, psychological trauma, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, dysgeusia, hypertension, alopecia, migraine, nausea and cholecystectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cholecystectomy, cystitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, hypertension, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- bladder infection and urinary tract infection. 5 coils protruding from the ostium. Discrepancy noted in essure removal date: on (B)(6) 2018 and on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: successful iatrogenic bilateral fallopian tube blockage. Ultrasound scan vagina: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Event added: three silver coiled portions of metal. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three silver coiled portions of metal') and pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Previously administered products included for an unreported indication: birth control pills and depo provera. Concomitant products included omeprazole (prilosec) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and dysmenorrhoea ("dysmenorrhea(cramping)") and underwent cholecystectomy ("surgery (other) type of surgery: gallbladder removal"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), 7 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), hypersensitivity ("hypersensitivity"), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), hypertension ("blood or heart disorder/condition type: hypertension"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, female sexual dysfunction, psychological trauma, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, dysgeusia, hypertension, alopecia, migraine, nausea and cholecystectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cholecystectomy, cystitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, hypertension, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- bladder infection and urinary tract infection. 5 coils protruding from the ostium discrepancy noted in essure removal date - (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful iatrogenic bilateral fallopian tube blockage.. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Previously administered products included for an unreported indication: birth control pills and depo provera. Concomitant products included omeprazole (prilosec) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and dysmenorrhoea ("dysmenorrhea(cramping)") and underwent cholecystectomy ("surgery (other) type of surgery: gallbladder removal"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), 7 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), hypersensitivity ("hypersensitivity"), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), hypertension ("blood or heart disorder/condition type: hypertension"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, psychological trauma, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, dysgeusia, hypertension, alopecia, migraine, nausea and cholecystectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cholecystectomy, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- bladder infection and urinary tract infection. 5 coils protruding from the ostium discrepancy noted in essure removal date - (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful iatrogenic bilateral fallopian tube blockage. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received. Reporter information added. Events: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: metallic taste in mouth, blood or heart disorder/condition type: hypertension, hair loss, migraines / headaches, nausea, surgery (other) type of surgery: gallbladder removal, lower abdomen pain added. Explant date of essure updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Previously administered products included for an unreported indication: birth control pills and depo provera. Concomitant products included omeprazole (prilosec) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and dysmenorrhoea ("dysmenorrhea(cramping)") and underwent cholecystectomy ("surgery (other) type of surgery: gallbladder removal"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), 7 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), hypersensitivity ("hypersensitivity"), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), hypertension ("blood or heart disorder/condition type: hypertension"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, psychological trauma, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, dysgeusia, hypertension, alopecia, migraine, nausea and cholecystectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cholecystectomy, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- bladder infection and urinary tract infection. 5 coils protruding from the ostium discrepancy noted in essure removal date - (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful iatrogenic bilateral fallopian tube blockage.. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed, essure surgery was performed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, genital haemorrhage, hypersensitivity, psychological trauma, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for- bladder infection and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury to herself removed and new events pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, hypersensitivity, psychological injuries, bladder infection, urinary tract infection, fatigue, gi conditions, hormonal changes and weight gain were added. Patient demography added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.